Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120 complaint of infused over 6% on pm testing was duplicated on one of the three accuracy testing delivery. The testing was unable to duplicate cassette error alarm, however ingression fluid was found on the chassis assembly. Further investigation had determined that the expulsor was out of mechanical specification and this was root cause of the issue. Therefore, the pump expulsor will be replaced in order to bring the delivery into more nominal of a range.action taken to replace the expulsor. Device passed all testing.

Event description:
Investigation completed and in h 10.

Event description:
Investigation completed and in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 complaint of infused over 6% on pm testing was duplicated on one of the three accuracy testing delivery. The testing was unable to duplicate cassette error alarm, however ingression fluid was found on the chassis assembly. Further investigation had determined that the expulsor was out of mechanical specification and this was root cause of the issue. Therefore, the pump expulsor will be replaced in order to bring the delivery into more nominal of a range. Action taken to replace the expulsor. Device passed all testing.

Event description:
It was reported that a smiths medical cadd solis pump had infused over 6% on pm / cassette error. No adverse patient effects were reported.